Event description:
The customer reports the enteral feeding pump rate is too slow.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿the enteral feeding pump rate is too slow.¿ the unit was triaged and the reported issue could not be confirmed at this time; the pump was found to deliver fluid accurately at the correct rate. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.